Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). A field service technician (fst) was onsite for further investigation. According to service report# (B)(4) dated on 2018-12-20 following was found: upon inspection by getinge service, it was confirmed that the "no flow rate" condition could not be duplicated. The unit ran for overnight for 17 hours with no malfunction. This unit passed all functional and safety tests per factory specifications. It has been returned to the customer and cleared for clinical use. Since no parts were replaced no further investigation is possible. Thus the failure could not be confirmed. This complaint will be closed based upon the within oxando generated documentation of the service carried out. If further documentation will get available and adds further relevant information this complaint will be re-opened, documentation updated and further necessary actions will be carried out if applicable. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Reference exemption # e2018002.

Event description:
While connected to a patient and running, the rotaflow stopped displaying any flow rate while the rpm display did not change. The clinical staff performed troubleshooting on the patient circuit but could not find any problems. The emergency hand crank was used while the rotaflow was removed from service and switched out with another unit. No patient harm was reported. Internal reference: (B)(4).